Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the endovascular treatment of an ascending aortic anastomotic leak. The patient previously underwent an open ascending aortic repair that had leakage at the distal anastomosis and the navion stent graft was implanted to try to resolve the leak. It was reported that during the implant procedure, the stent graft was implanted successfully and immediate post-op imaging showed no leak. However, follow-up CT on an unknown date showed that the leak was still present. An intervention was carried out during which an additional valiant navion was implanted to cover the initial leak. Intra-operative angio showed no leak after implant of the second navion. As per the physician, the cause of the event was that the initial navion stent graft did not cover the anastomotic leak. No additional clinical sequelae were reported and the patient is fine.